Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at 40 ml/hr for 60 mins at 40 vtbi with the results of 41.951 and passing error percentage of 4.8775% and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use as no event date was provided. The review revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.